Event description:
The patient contacted lifescan in 8/2005 and alleged that their surestep enhanced meter had missing segments on the display. Medical affairs specialist attempted to call the patient, but pt refused to speak since pt was having a panic attack. A letter will be sent as a second attempt to reach the patient. At the time of troubleshooting with the customer service agent, it was verified with the patient that this was not a new product. The last time the ptient had tested on the subject meter was in 8/2005 at 3:00 am and the blood glucose results provided was "21". Based on the result, the patient began to eat jelly and the paramedics were called. Within 20 minutes, the ambulance meter result was in the "300s" and the patient was taken to the hospital. There is no further information regarding the hospital visit or the treatment. The patient was not experiencing any symptoms at the time of concern. Their diabetes medication regimen is not provided. Based on the information available at this time, there is an indication that the products has malfunctioned since the missing segments issue was not resolved with troubleshooting. The patient had read the result on the display as "21" (although unsure if the meter was in the right unit of measurement) and had proceeded to treat themselves with jelly. Within 20 minutes, the ambulance meter had read in the 300s, which does not reflect serious injury since pt was not experiencing any symptoms associated with typical signs and symptoms of hyperglycemia. There is also insufficient information regarding the events leading to the low results of "21". Therefore, it cannot be concluded at this time that the product caused or contributed to any injury and so this case is reported as a meter malfunction for the unresolved issue of missing segments. A replacement meter was sent to the patient.